Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The 3500a submitted for this pi was submitted in error. The pi was misclassified as reportable; contact with customer service highlighted that the reported issue was resolved and that the smartscripts question "walk through a retest. Is the issue resolved?" Was incorrectly answered. This pi should have been classified as a "training/misuse". (B)(4) has been created as a replacement to this pi and classified appropriately.